Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery/occlusion alarm noted. The insulin pump was received with intermittent button response due to flattened express bolus, esc, act, up and down button dome switch. No unlocked lcd keypad connector. The insulin pump was received with minor scratched lcd window, cracked case at the reservoir tube window corners, cracked reservoir tube window, cracked belt clip slot and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported via phone call that the insulin pump was cracked at the reservoir compartment and the buttons were hard to press. Blood glucose level near the time of the incident was 425 mg/dl. Caller also reported no delivery alarms. Troubleshooting for the keypad and alarm issues was declined. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.